Manufacturer narrative:
Microbiological examination of the lens case is in process. Results not yet available.

Event description:
Amo (B) (4) received info regarding a female consumer who reported a gore-tex one step cup which had fungal growth in it. The cup was approximately three months old and had never been cleaned. No pt injury was reported.